Event description:
The customer states that one patient generated an axsym troponin-I adv assay result of 0.42 ng/ml (positive). The patient was transferred to another facility where a cardiac catherization was performed. To date, no evidence of cardiac injury was reported. At the other facility, blood was drawn and troponin-I tetsting was performed with negative results of 0.1 ng/ml (methodology unknown). There is no further impact to patient management reported.